Event description:
The customer reported having unexplained high blood glucose of 299mg/dl. Troubleshooting was performed. The time, date, and settings were correct. The customer called back and stated that the insulin pump was not giving a suggestion based on her settings. Performed the high pressure test and the test failed twice. Assisted the customer to run the fixed prime test and the insulin did exit. Instructed the customer to remove the reservoir to perform the manual prime, and she was smelling insulin but the q-tips were not wet. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.